Event description:
The customer reported the ventilator the screen went blank during use. The customer reported there was no patient harm. During evaluation of the device, the manufacturer's service technician reported there was no pressure during a breath cycle. Review of the diagnostic log history noted that the device had been running on the internal battery which then depleted. Performance verification testing was completed and tests passed to operating specification. When the ventilator switches over to battery power a battery symbol is displayed in the corner of the monitor screen, a green led is lit and an audible alarm sounds intermittently. When a low battery condition occurs, the battery can provide operating power for only an additional 15 minutes under nominal conditions. When battery power is completely lost a capacitor-driven backup alarm will sound for at least 2 minutes.